Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited increased pacing impedance measurements on the left ventricular (lv) channel which had exceeded 2000 ohms. Threshold measurements had also increased. Threshold measurements decreased when reprogramming was performed. No adverse patient effects were reported.